Event description:
It was reported that the catheter was replaced due to an occlusion. The patient experienced pain. The patient status at the time of the report was with no injury or adverse event. The device system was used to deliver lioresal. No further information was provided. A follow-up report will be submitted if new information becomes available.

Event description:
Additional information: the patient presented to the emergency room (ER) with withdrawal symptoms and increased tone. The healthcare provider (hcp) found a leak in the catheter. The proximal section of the catheter was replaced. The patient recovered and was receiving effective therapy at the time they were released from the hospital.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).